Event description:
Event detail: the nexlink torque limiting driver did not have an audible "click" sound when tightening the closure tops on the octa ii set screws and connectors. Additional info received from the sales rep on 7 jan 2010: the patient is a (B)(6) man with a history of anterior cervical fusion on c5-c7. On an unknown date, it was noted that the pt had a cervical fracture at c2 that was not a traumatic injury but thought to have occurred over time. The surgeon was tightening the polyaxial screws with the nexlink torque limiting driver and heard the expected pop sound each time. However, when the surgeon was tightening the set screws and occipital plate connectors, there was no audible pop. The surgeon was satisfied that the screws were set appropriately even though he had not heard an audible pop. There was no surgical delay.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.